Event description:
It was reported that post a stenting treatment procedure, stent thrombosis occurred. The patient presented with an st elevated myocardial infarction after an hour of experiencing chest pain. The patient was brought emergently to the catheterization lab and it was found that the proximal to mid left anterior descending artery (lad) was totally occluded. The lesion was predilated with a 2.5x15mm apex balloon and then a 2.75x28mm promus element plus stent was deployed in the proximal to mid lad. Thrombectomy was performed and the lesion was post dilated with a 3.0x15mm nc quantum apex balloon. The procedure was successfully completed and the patient was given asa, angiomax and plavix. Nine hours post procedure the patient developed chest pain and st elevations. The patient was brought back the catheterization lab and angiography revealed sub-acute thrombosis in the previously placed promus element plus stent. Thrombectomy was performed and the lesion was dilated with a 3.0x15mm nc quantum apex balloon. The procedure was completed and angiography revealed 0% residual stenosis with timi 3 flow. The patient was given an integrilin bolus and drip and prasugrel in addition to the previous medications. The patient was discharged home on asa and prasugrel.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).